Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the returned segment of the lead was thoroughly inspected and analyzed. The lead was severed 485 millimeters (mm) and only the proximal segment of the lead was returned. A suture sleeve was not returned with the lead. Dried blood/body fluid was noted in the lead lumen. The insulation was noted to have been puckered approximately 458-461mm from the terminal pin. It is likely that suture sleeve was near this area. There was a very slight bend noted in the insulation 453mm from the terminal pin. The cathode and anode conductor coils were fractured approximately 484-485mm from the terminal pin. The clinical observations reported from the field were not able to be confirmed via analysis.

Event description:
Boston scientific received information that this left ventricular (lv) had displayed a rise in threshold measurements and muscle stimulation in all configurations. The lv lead was turned off. Subsequently, the lead was explanted. The lead was returned for analysis. There were no adverse patient effects reported.